Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the probe error code. The device was evaluated using olympus¿ test equipment. It was initially reported that this did not happen during a procedure however it was noted during visual inspection that there is some tissue build up. Also, the teflon pad was noted to be partially split in cross direction with no metal exposed. However exposed metal was noted at the distal tip of the teflon pad during inspection. Also, there were charred marks noted on the probe unit and on the jaws at the same location when fully closed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that a thunder beat displayed a probe error code. No patient injury. This did not happen during a procedure.